Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 1 of 5. The home patient (hp) disconnected and then reconnected to the setup, but did not follow proper procedure throughout the disconnect process. The technical service representative (tsr) had the hp cycle the power on the hc machine to clear the alarm. The tsr explained the alarm and instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.